Event description:
It was reported a mitraclip procedure was performed on (B)(6) 2024 to treat functional mitral regurgitation (mr) with a grade of 4. Two clips were implanted, reducing mr to grade 2. On (B)(6) 2024 it was reported that one clip detached from the anterior and remained attached to the other leaflet (single leaflet device attachment/slda). On the same day, the patient was readmitted to the hospital due to the clip having completely detached from both leaflets and had migrated to the aorta and had embolized into the coronary artery. The clip was able to be removed by use of a snare. The patient was noted to be stable in the intensive care unit where they are under observation.

Manufacturer narrative:
The device will not be returned for evaluation as the device was reportedly discarded. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history did not indicate a lot-specific quality issue. Based on available information, a cause for the reported slda could not be conclusively determined. The reported expulsion and embolism appear to be cascading events of the slda. The reported patient effect of embolism, as listed in the mitraclip system instructions for use, is a known possible complication associated with mitraclip procedures. The reported hospitalization and unexpected medical intervention were results of case-specific circumstances. There is no indication of a product quality issue with respect to manufacture, design, or labeling.